Event description:
The customer reported that the ventilator shut down and alarmed when the ventilator circuit was removed and then reconnected. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician was able to duplicate the reported event. The service technician replaced the device power supply to address the finding. Performance verification testing was completed and passed to operating specifications.